Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application service provider synchronization was offline. A technical support specialist informed that someone had deleted the controller on myqlink and it had been on myqlink when it was previously checked and was present on the local database. The application was able to open and log in, so it must have been removed recently and readded the controller on myqlink, and once it was detected on application service provider synchronization as a synchronization controller and was able to start the service without issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 aspc synchronization was offline. The user confirmed that they were unable to utilize the rx verify cab setting. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.